Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. In addition, it is possible that the user inadvertently retracted the cds too quickly and the clip was oriented in such a way that the clip became caught on the guide soft tip; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report irregular steering with the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. The second clip delivery system (cds 61129u174) was advanced to the left atrium; however, when the m-knob was applied, the cds would steer in the opposite direction. The cds was retracted but the clip became stuck on the tip of the steerable guide catheter (sgc). The clip could not be removed from the tip of the sgc so both the sgc and cds were removed as a single unit from the anatomy without issue. The procedure was completed with the one clip implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.